Event description:
Anxiety &/or depression, organizational difficulty, short-term memory loss, balance disturbances/vertigo/dizziness, elevated cholesterol or triglicerides, pain in eyeball, extremities (hands &/or feet): chronic swelling, chronic pain, chronic discoloration, frequent low grade fever. Gastrointestinal: chronic diarrhea &/or constipation. Hypersensitivity or allergies to: chemicals, molds, dust or pollen. Connective tissue disease, atypical lupus. Joints: inflammation, swelling, pain/arthralgia, persistent joint stiffness. Lymph nodes 2/3 under one armpit and 1/2 under other were removed when bilateral mastectomy done, because of disease in lymph nodes. Muscle pain, unexplained rashes, numerous moles, freckles, etc. Long-term extreme fatigue.